Event description:
The ge oec 9800 fluoroscopy system reported intermittent artifact in images. Lines scroll through images while in use.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the ps1 and ps2 power supplies in the mainframe c-arm. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.